Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704 trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form - powder strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an attune knee implant operation, the nursing staff proceeded to open smart set ghv bone cement 40g packaging. The inner sterile packaging containing the cement had its edge trapped in the outer packaging. This rendered a small portion of the sterile packaging un-sterile as it had been exposed to the open air. The nursing team spotted this and ceased to use the affected package.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual examination could not found enough evidence to confirm the compromised sterility, however the paper-plastic bag was found damaged. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot there was 2 nonconformance recorded on this batch that was related to process controls and did not impact on the overall product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3, h3,, h5, h8.